Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was stated that a sharps exposure occurred because the safety mechanism on a butterfly needle did not engage properly. The mechanism of injury was that, while attempting to engage the safety mechanism, the individual got their fingertip stuck. Upon testing, the safety mechanism felt tighter than usual and stopped halfway through the slide. It could be engaged with a strong pull, but it was noticeably tighter than other devices. This incident resulted in a needlestick injury. The fault was identified during testing, and no medical intervention was required. There was no patient involvement and no patient harm.